Event description:
A caller reported that the indicated battery charge of a pump dropped significantly in a short period of time, leading to an unexpected shutdown and a shutdown alarm. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Customer technical support instructed the caller to charge the pump with reliable charging supplies and provided information on performing a pump reset. Additionally, they informed the caller that a software update from tandem would resolve the fuel gauge fluctuation issue and provided guidance on preventing the issue until the update could be applied. The caller understood and acknowledged this information.